Event description:
It was reported the patient was experiencing pain at the ipg site since implant. It was noted the patient had lost some weight. As a result, the patient underwent surgical intervention where the ipg was repositioned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.